Event description:
The distributor initially called animas alleging the patient was unable to prime the pump. The pump was returned to animas and investigated. The display lens was removed and the display screen was lifting causing the force sensor pins to lift with it. This complaint is being reported based on the investigation results.

Manufacturer narrative:
This report is based on evaluation results completed on march 1, 2012. (B)(6). Recall # 2531779-03/24/2010/003-r. Evaluation revealed that the display screen was lifting causing the force sensor connection pins to lift. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was exercised for 24 hours with no alarms or failures. The force sensor calibration reading was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.